Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter the rods were not distracting. Reportedly, upon removing the left standard rod was pulled and it broke. As per reporter, the right rod was not saved after removal, but also appeared not to be distracting with the manual magec magnet.